Event description:
It was reported that a pt admitted for open heart surgery (coronary artery bypass graft x4) experienced observed bleeding in the endotracheal tube. It is the surgeon's opinion the bleeding is most likely caused by catheter perforation. Pt developed bronchospasms, hemoptysis either caused from damage caused by catheter or anaphylactic reaction. Bronchodilators, intravenous steroids and nebulization stabilized pt with no further complications.